Event description:
It was reported that the device experience early warning prior to normal longevity. Surgical intervention occurred (B)(6) 2025 to explant and replace the device. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Based on information obtained, decision is not reportable as the device longevity meets/exceeds the expectations of the physician.